Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the obturator of the device broke as the product was being inserted into the patient. The device was used in the patient. There was no patient or user injury or hazard.